Event description:
Event description boston scientific received information that at routine pacemaker changeout procedure this atrial lead (4469) was surgically abandoned due to impedance measurements greater thatn 3000 ohms. The ventricular lead was also surgically abandoned (4470) due to an unspecified reason.